Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the manufacturer representative (rep) had trouble with the left side and was unable to go past 2.5 and it may have come loose already. The patient additionally reported that stimulation was uncomfortable at 4.0 and so the patient reduced stimulation to 3.5. The patient later raised stimulation back to 4.0 and was ok. A second call from the consumer indicated that the patient was feeling sore in the tailbone area. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.